Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred at the start of a routine hemodialysis treatment. The operator reported not recirculating the saline in the cartridge as usual following priming of the cartridge. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to air in the extracorporeal circuit. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the system when making pt connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Facility staff has provided additional training regarding air removal and alarm recovery procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.